Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the black box showed multiple unexplained power on reset event. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap threads were stripped, and the cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used and no further power interruptions occurred during the investigation. The pump cover was removed, to find no intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged and the cap was unable to stay on the pump because of the damaged casing. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.